Event description:
The facility representative reported "not flowing the way it should be" on a flogard pump during bio-med testing. Although baxter attempted to obtain info, details were not available regarding additional contact info. According to the facility representative, no pt injury or medical intervention has been reported related to the device. No additional info was available.

Manufacturer narrative:
The device has not yet been received for eval. When the pump is received for eval, a follow-up report will be filed upon completion of the eval or if additional info becomes available.